Event description:
Additional information reported there was no lead migration however a lead revision was performed. It was reported the impedance tests all showed normal impedances. It was noted the patient was programmed in recovery and was able to feel stimulation in all areas of pain. It was reported the patient was ¿happy¿ with no complaints.

Manufacturer narrative:
Product ID: 39286, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that there were normal impedances however the patient was not feeling stimulation on the left side of lead (0-7). Impedances were between 500-900 ohms. Amplitude was turned up to 10.5 volts without the patient feeling stimulation. Lead incision was opened up and they attempted to move the lead down. There was a lot of scar tissue that needed to be removed. Another laminectomy was performed. The reason for the revision was that the lead had moved about 2 vertebral bodies up and the patient was not getting adequate stimulation. They were going to attempt to move the lead again. The patient was implanted in july prior to this report. The call was intra-operative. Additional information requested but had not been received as of the date of this report.